Manufacturer narrative:
The device will not be returning for eval, as the device was disposed of by the hosp. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had expired. The pt had elevated ldh since implant but was doing ok but was always at failure to thrive (ftt). The pt developed some rv dysfunction and essentially decided to throw in the towel and put himself in hospice. The pt died 3 days later and was not taking meds/coumadin.